Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic keto acidosis on (B)(6) 2019 with blood glucose level of over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin shots, bolus and intravenous drip. The customer also reported other events such as nausea, vomiting, cold sweats and sick to stomach. The insulin pump will not be returned for analysis.